Manufacturer narrative:
Covidien reference: (B)(4). One sample of an endotracheal tube was received for evaluation. Visual inspection was performed and observed the cuff presented three cuts. Inflation/deflation tests were performed by applying air to the cuff and observed that it immediately deflated. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Inflation / deflation tests are performed for all products. The operator visually inspects all products for no leaks and segregates the defective parts. Cuts of this magnitude would have been detected during testing and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Event description:
It was reported that during patient use, the shiley tracheostomy tube cuff leaked, although it was tested for leaks prior to use. Re-cannulation with a replacement tube was not required. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).